Manufacturer narrative:
The investigation regarding the complaint concerning the start-up error message has been finalized. The reported device control pc board was returned for investigation. The visual inspection did not reveal any errors, the internal memory backup battery had been dismounted from the pc board. A backup battery was mounted on the returned pc board, the pc board was afterwards installed in a ventilator device for testing. New software could be installed without any deviations. The device could start-up and passed the system pre-use check several times without generating any errors. No fault could be established during our investigation, the cause to the reported error is considered to most likely be related to user error.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated an error message for sub-system version not compatible during start-up. There was no patient involvement. (B)(4).